Manufacturer narrative:
The investigation of pump stop, thrombus, and low pump flow has been completed. The impella device was not returned for evaluation. Pump stop: the data log shows several pump stops with alarm 13 - motor current high on the 6th day of pump support. A motor current spike was reported at 1400 during the pump stop. There were no abnormalities reported on the purge parameters. The cause of the pump stop issue was not determined without returned product investigation. Low pump flow: the data log shows low pump flow at p8 during the start of the case, accompanied by a suction alarm. The pump was turned to p2, and the p level was never increased throughout the case run. Several suction alarms were reported, and the pump flow fluctuated between 0 to 1 l/min. The patient was on va ECMO throughout the case. The cause of the low pump flow issue was most likely patient condition related, based on data log review and provided clinical details. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined. H6 medical device problem code 1248 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28365.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that after implantation of an impella cp intermittent suction alarms occurred. The pump was turned to p1 to resolve the alarms. Additionally, the impella stopped multiple times. The pump was able to be restarted but due to signs of biomaterial ingestion the pump was explanted.